Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10 mg/dl. Low bg cause was not known. Paramedics provided assistance in treating the low bg by administering glucagon. The customer reverted to an alternate method of insulin therapy.